Event description:
Pt admitted to hosp for arthrodesis of left wrist with bone graft and removal of silastic wrist implant. Original implant was placed 1987. Indications for pt's surgery were chronic severe pain, limited motion, extensive erosions of the carpus and distal radius and ulna. This was secondary to silicone erosion and severe functional limitations secondary to pain.